Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was in the hospital for unrelated condition, noise was observed on the right atrial lead. Noise appeared to be non-physiologic signal deflections on the atrial sense amp in a segm during an auto mode switch episode. Patient had multiple noise reversions recorded. Noise was not reproducible with isometrics and diagnostic imaging showed no abnormalities. Lead function was otherwise normal. Patient will continue to be monitored.

Event description:
New information received notes patient was stable during the check.